Manufacturer narrative:
(B)(4). Baxter received one used set with cap on dark blue connector and no cap on patient connector. Visual inspection performed with the following issues noted: broken occluder feet. Visual inspection noted no whitish spot on the occluder leg that would indicate possible over-torquing. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with the following issues noted: broken occluder feet. Sample was confirmed for the reported problem. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
This is an international report where the nurse reported that the fluid leaked from the drain after the minicap was removed. The problem was observed before use on the patient. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4).the root cause was undetermined.